Event description:
A pt reported experiencing inaccurate erratic results with a otu meter. The pt's blood glucose results were 318mg/dl, 302mg/dl. Tests were done within 2 minutes with a difference of 29%. Pt did not experience any adverse events. No further info has been reported.